Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the event was notified to (B)(6). Thread broke during a suture on the stomach. The needle was lost in the abdomen. A intraoperative radioscopy was needed to retrieve the needle. For this reason there was an extension of the surgery time of about an hour. No other consequence reported.